Event description:
It is reported that the patient fell into the wall and the glenosphere popped off the baseplate. The loose glenosphere and the poly were revised.

Manufacturer narrative:
Evaluation summary: the glenosphere experienced an off axis impaction load that may be outside of the intended normal anatomical loading. No x-rays or product were provided. An exact cause for the glenosphere dislocation cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.